Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. The fse was advised by the biomed that the system regularly issues yellow alarms but not for red ones. The fse stated that after checking the system, it was unclear whether it was a technical problem or if the customer was making a mistake. The fse checked the configuration to confirm the correct appearance of alarms and sound on the monitoring center. The system logs were also checked and verified there were no anomalies. The fse could not provide the logs that were reviewed. The fse determined that the database was full and an application initialization of the database should be performed. The system was rebooted and a reinitialization of the application and data base was performed. The system was tested and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that hat the central station did not issue any red alarms despite the alarms being set correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4:unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone #